Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of on the ventricular channel that resulted in pacing inhibition greater than two seconds. A chest x ray was performed. No additional adverse patient effects were reported. At this time, this device system remains in service.